Event description:
Home patient (hp) reported feeling as if hp was overfilled, while using the homechoice cycle for apd therapy. The hp reported that the cycler advanced from the initial drain in fill 1 after draining for a short period of time. The hp reported receiving their programmed filled volume of 3000mls during fill 1, after which their felt overfilled and placed the cycler into a manual drain. Hp reported draining 5,390mls of solution during the manual drain, after which hp continued therapy to completion with no further difficulties. Follow up with the hp's healthcare proffessional (hcp) reveals there was no patient injury or medical intervention as a result of this incident.